Event description:
A trilogy 200 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, errors codes related to the internal battery were found in the ventilator's downloaded error log indicated a depleted battery. On testing, the battery was not able to hold a charge. The internal li-ion battery needs replaced to address the issue. Unrelated to the depleted internal battery issue, the ventilator was missing rubber feet.